Manufacturer narrative:
Our quality engineer inspected the 14 photos submitted for evaluation. The reported issues of foreign matter, scale marking issue, plunger rod bends easily were confirmed upon inspection of the sample photos. Analysis of the sample showed photos that there were foreign matter particulates on the samples, a distorted/jammed stopper, and one sample with no scale markings. Bd determined that the cause of the scale marking failure was associated to our manufacturing process. A review of our production records showed that there were issues at the scale marking process for lot 2098643. Bd determined that the cause of the plunger rod failure was associated to our assembly process. During a review of the production records a jam occurred during the production of lot 2098644 which could have resulted in the defect. The lot was requalified and inspected and met our criteria for shipment. There is a possibility that a defective product made it past the final inspection. We were unable to determine the cause of the foreign matter defect since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported while using bd luer-lok¿ syringe pharmacy convenience tray scale markings were missing. There was no report of patient impact. The following information was provided by the initial reporter: we sometimes we found cardboard pieces, black particles, fibers like threads, blank syringes, b plungers inside and etc. Could you please confirm if there are other defects found aside from the foreign matter (cardboard pieces inside syringes, black particles, fibers like threads), blank syringes and b plungers inside syringes mentioned on previous response? Plastic pieces (shards),other coloured particles such as red,blue,and white. 2. Is the foreign matter able to be removed or is it embedded in the plastic / syringe? Both cases have been seen.free foreign matter as well as matter embedded within the syringes. 3. Are you able to describe in detail the issues with blank syringes and b plunger inside syringes? Blank syringes means no markings on the syringe at all and plunger defects. I am talking about, it's like bent inside or sometimes twisted. 4. Could you please advise if these additional defects were found on the same product number 309703? If yes, could you provide the batch number? No, sometimes in the same lot, times are different so from now on, I asked the manufacturer to save the syringes for me instead of throwing it away. 5. Are you able to provide the quantity of defective syringes for each defect? That I am not sure. Say 3-5% per batch. 6. Are you able to provide the incident date? We don't have any specific date I have. 7. Was there any patient involvement? If yes, was there any adverse event or serious injuries? So far we have not heard any complaint as we try to remove the bad syringes at our end. 8. Kindly provide the photo of defective syringes as mentioned from previous email. I will send another email with pictures. 9. Is physical sample available for evaluation? Yes we can send whatever I can I I have to keep some samples with us but most of the times I get pictures from production. Additional information received on 06-may-2023. Provided pictures. Below are the lot numbers for the faulty 5 ml syringes: 2094401, 2094410, 2194467, 2119471, 2153045, 2153047, 2171751.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 2094401 d4. Medical device expiration date: 28feb2027 h4. Device manufacture date: 09may2022 d4. Medical device lot #: 2094410 d4. Medical device expiration date: 28feb2027 h4. Device manufacture date:09may2022 d4. Medical device lot #: 2119471 d4. Medical device expiration date: 31mar2027 h4. Device manufacture date:26may2022 d4. Medical device lot #: 2153045 d4. Medical device expiration date: 31mar2027 h4. Device manufacture date:20jun2022 d4. Medical device lot #: 2153047 d4. Medical device expiration date: 31mar2027 h4. Device manufacture date:12jul2022 d4. Medical device lot #: 2171751 d4. Medical device expiration date: 30apr2027 h4. Device manufacture date: 19jul2022 d4. Medical device lot #: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown d.4. Medical device lot #: 2194467 was reported, however, this is not a lot # manufactured for the reported catalog #. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.